Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06113. Promus element (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the left main coronary artery (lmca) extending into the proximal left anterior descending artery (lad) with 90% stenosis, and was 65mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with predilation and placement of a 2.75x38mm promus element¿ long stent and a 3.50x28mm promus element¿ stent. Following post dilation residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient died due to unknown cause of death.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the left main coronary artery (lmca) lesion extended into the mid-left anterior descending (lad) artery but not in the proximal-lad as previously reported.